Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided, thus, the device history record could not be reviewed and a search of the complaint database could not be performed. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during the procedure the impress catheter black tip broke into 2 pieces. While retrieving the pieces with a snare, they further broken up and got stuck in the patient's lower leg vasculature. The patient will require future surgery to remove the pieces. No additional patient consequence to report.

Manufacturer narrative:
From the photos, the complaint could be confirmed. Tip fragmentation was observed in the images. At this stage, merit has not been able to determine the definitive root cause. While the complaint is confirmed, the root cause remains unknown. However, a potential contributing factor to this defect could be extreme storage conditions that may affect the integrity of the product.